Event description:
Eye infections, possibly due to use of amo brand complete moisture plus contact lens solutions. Dose or amount: 1 ounce, frequency: twice daily, route: ophthalmic. Dates of use: over 1 year. Diagnosis or reason for use: contact lens cleaner.